Event description:
Changed from: it was reported by the customer that there was a potential intra-aortic balloon (iab) rupture during use of sensation plus 50 cc. No harm to the patient was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.